Event description:
The customer reported a speaker on x2 has failed and is completely out of sound. Customer received the "speaker malfunction" inop.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.